Manufacturer narrative:
Review of x-rays by the manufacturer. No obvious lead discontinuities noted. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a system diagnostics test at the office visit resulted in high impedance reading indicating a possible device malfunction. X-rays reviewed by MFR did not reveal any obvious lead discontinuities. Revision surgery is likely. No serious injury was reported.